Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The sample disposition is not known at this time.

Event description:
The patient experienced urinary retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flutter valve allegedly does not open (at times) to allow urine to flow into the bag. The flutter valve would apparently work if manipulated on the outside wall over and over both sides. Customer says that "most people are unaware of the problem. One client's relative noticed it was not draining and he then switched to "night bag" and (1000 ml) was drained immediately."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: device available for evaluation? And device evaluated by MFR? The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 opened dispoz-a-bag urine bag with the original unit packaging. Per visual inspection, no obvious defects on the sample received were noted. The sample was opened and inspected and did not see any folds in the flutter valve or kinks in the extension tubing that could have contributed to the reported issue. Per functional evaluation, the sample was evaluated in the following manner: the sample received was connected to the extension tube received and was functionally tested by passing water through a new 16 fr. Catheter (is not part of the sample received), and noted the liquid flow toward the interior of the bag until it was filled to its maximum capacity. During the test, the flow stopping was not noted. The flow was continuous. Lastly, the liquid of the leg bag was drained to the exterior of the bags and difficulty or problem to drain was not noticed. Additionally, the vinyls were cut in order to verify if the embossed of the bags to were correct on the sample received. No problem was noted on the embossed. Finally, the bag was cut and the embossed was checked on the flutter valve. Reviewed the inlet tube of the bag where the flutter valve was sealed for any type of obstruction and no problem was found. Reviewed that the flutter valve was not bent or had any type of obstruction and no problem was found. Reviewed the embossed of the flutter valve, it was on the external part and therefore, the assembly was correct. Reviewed the embossed of the clear vinyl of the leg bag, it was in the internal part and therefore, the assembly was correct. Reviewed the peripheral seal, rotary seal of the bags and no problem was found. No problem could be noticed on the flutter valve on the sample received. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " - position bag on leg with flutter valve at top. - attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. -to empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down." (B)(4).